Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called in to report that the insulin pump is alarming failed battery test. Customer stated that she changed the battery 4 times and she was unable to clear the alarm. No blood glucose value provided at the time of the call.